Event description:
It was reported that the device's battery was unable to be charged when being connected to the main ac power, and low battery alarm continued. The problem was not solved by using a different ac adapter.

Manufacturer narrative:
(B)(4).